Event description:
As stated by the customer 2012-(B)(6): (B)(6) came off while in the middle position and hit the female resident on the head. It is currently unk as to the severity of any injury sustained. If at all. It was reported that the facility's maintenance department took an initial look at the device and could not find anything wrong. The facility continued to use the device until the residents' family notified them that they were possibly going to escalate the matter, and subsequently tagged the unit out.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.